Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was stating "error code 1", "battery not charging", and "the compliant [sic] is battery not charging, and it is the second time the nursing staff has experienced. I could not duplicate the error. There was an patient on the device , no harm came to patient."